Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial implant, following a computed tomography angiography (cta) scan, a type 1b endoleak of the right common iliac and a possible type 2 endoleak (non-device-related failure) were identified. The patient is scheduled for re-intervention. Additional information received indicating the scheduled re-intervention has been cancelled.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ib endoleak of the right iliac artery and multiple type ii endoleaks from the lumbar and sacral arteries are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. Calcium was identified at the distal sealing zone of the right iliac limb and this may have contributed to the reported event. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial implant, following a computed tomography angiography (cta) scan, a type 1b endoleak of the right common iliac and a possible type 2 endoleak (non- device relate failure) were identified. The patient is scheduled for re-intervention.